Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify frozen display anomaly, insulin pump alarm due to blank display. Insulin pump received with moisture damage motor, vibrator, keypad and battery tube assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failure of flash memory and new software release detected error as well as insulin pump had frozen display. The customer's blood glucose value was unknown. The customer was just changing battery on my insulin pump and it started making this loud alarm. Customer reports they were able to clear the alarm(s). Customer reports pump did not require rewind. The customer did not want to troubleshoot for new software release detected error and frozen screen. The insulin pump will be returned for analysis.